Event description:
It is reported that the patient was admitted into the hospital after a minor slippage associated with a traffic accident in 2006. The surgeon found the femoral head that was implanted 6-7 years ago had fractured. The device was removed. Implant and explant dates are unknown.